Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported was reported that patient underwent a heart transplant on (B)(6) 2018. The patient had been listed as 1a on the transplant list due to a chronic infection. The patient was at home and brought in for transplant. The patient had tested positive for bacteremia in the blood on (B)(6) 2018 and amoxicillin was initiated on (B)(6) 2018. It could not be determined if the infection originated from the percutaneous lead (driveline) or patient¿s peripherally inserted central catheter (PICC) line. No additional information was provided.

Manufacturer narrative:
Describe event or problem correction: changed event date from (B)(6) 2018 to (B)(6) 2018. A specific cause for the reported event could not be determined conclusively through this evaluation. The left ventricular assist system (lvas) was returned assembled with the driveline cut approximately 8 inches from the pump housing and the distal portion of the drive line (dl) was not returned. The sealed inflow conduit was not returned, and the sealed outflow graft was returned unattached. The outlet elbow was returned attached to the pump outlet port. Evaluation of the sealed outflow graft revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations while the pump was supporting the patient. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.